Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed supplies and within 4 hours, blood glucose (bg) level started to elevate (exact value was not provided). The customer delivered correction boluses via the pump. However, bg levels did not stabilize and the customer was hospitalized. Insulin and fluids were administered intravenously and the customer was also given morphine, for arm and shoulder pain, and nausea medication. Upon inspection of the site. It was noted that the infusion set cannula had not been inserted into the customer's body. Review of pump data also revealed a change cartridge alert and resume pump alarm, which were not addressed by completing the load process and resuming insulin. It was indicated that the customer would return to pump therapy later that evening while being monitored by the healthcare provider, as bg levels had stabilized. Multiple follow up attempts were made in an attempt to obtain the customer's status, however, no response was received from the customer.